Event description:
It was reported by svc report that the fowler drifts down on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler clutch, fowler brake.